Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device that is attached to the lead and have analyzed the data. The data indicates a resistance/impedance increase to a high value. Between weeks (B)(6) 2010 and (B)(6) 2010, weekly trend data increases from min rv pace=656, max rv pace=688 ohms to min rv pace=2352, max rv pace=2816 ohms. Daily trend data shows rv pace continues to increase from 2480 to 2976 ohms (B)(6) 2010 and (B)(6) 2010. Two patient alerts for out of tolerance subthreshold lead impedance (>2500 ohms) occurred between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that there has been a gradual increase in the rv lead impedance to greater than 2500 ohms. The thresholds and sensing for the lead is stable. The lead is still in use. No patient complications have been reported as a result of this event.